Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported out of range qc for multiple assays when running on the architect c8000 processing module. The customer stated they have not been able to get their qc in range since yesterday, (B)(6) 2022, for the following analytes: alt, ast, chol, iga, igm, ldh, trig, and na. The customer also noted discrepant sodium results for a sample (sid is unknown). The initial sodium (na) result was 118 mmol/l with repeats of 135 and 136 mmol/l. The initial result did not get reported out to the medical provider. The customer¿s normal range for sodium is 136-145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Service performed extensive troubleshooting on architect c8000 processing module, serial number (B)(6), in an attempt to resolve the issue. During that troubleshooting service observed the high concentration waste drain was clogged causing the washer to drip. Service flushed the manifold, high conc waste (rohs) which unclogged the part resolving the issue. The manifold, high conc waste (rohs) was deemed the likely cause for the multiple qc oor results. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6)verifies no subsequent issues have been reported related to quality control (qc), out of range (oor). Tracking and trending were reviewed and did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with the manifold, high conc waste (rohs) and the architect c8000 processing module regarding the issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.